Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time device did not work. The surgeon smelled something strange, so he opened the battery case and found a powdery substance stuck to the battery. Patient impact is unknown. Due diligence is complete as no additional information is available.